Event description:
The customer contacted our kit booking specialist, ms (B)(6), in order to receive an exchange for the instrumentation involved because of breakage of the item. The event happened during surgical procedure. No adverse consequences reported by the customer.

Manufacturer narrative:
An evaluation of the reported device cannot be performed as the device was discarded and was not returned to the manufacturer. Should additional information become available, the evaluation summary will be submitted in a supplemental report.